Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection noted no abnormalities. Functionally, the instrument was successfully loaded with a single use loading unit. During testing of the instrument, interference was noted when cycling the instrument. An access hole was cut into the instrument body for visualization internal components. This examination noted that the trigger pawl was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damage in the trigger pawl may occur if attempting to fire with a pre-fired loading unit or if the instrument trigger is compressed with the loading unit partially loaded. In this case, the trigger pawl would engage with the initial notch on the firing rack however the firing rack would not advance therefore damaging the trigger pawl. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy procedure, the handle went off during firing and could not be fired. A new handle was used to complete the procedure. There was no patient injury.